Event description:
Customer reported a problem saving images and the horizontal lock is loose. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the horizontal lock screws. Ge rep instructed customer on proper saving of images. System operates as intended.